Event description:
It was reported that right atrial (ra) lead dislodged. When the physician went in to revise the ra lead the right ventricular (rv) lead became dislodged. The ra lead was successfully re-implanted and the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.